Manufacturer narrative:
(B)(4).

Event description:
When taking the filterline off a ventilator circuit the spring and the white adapter fell off the filterline. There was no patient involvement. The customer stated this happened approximately 45 days ago. This report is the first of two incidents reported at the same time from the customer. The second report is on our reference 8044004-2016-00004.

Manufacturer narrative:
Medtronic reference number: (B)(4). Manufacturing received back from the customer 3 samples: in 2 units the slider was stuck in down position and in 1 unit the slider was disconnected. The (B)(4) production engineer visited our manufacturing site in (B)(4) and reviewed the assembly line. No issues were found. The dhrs of the 2 relevant lots and 1 lot for reference were reviewed. All test results during production were within the product specification. A destructive pull test is conducted for this process, (B)(4) units per each manufacturing shift, no failures were found, all results were above 2kg. Units from sample retention of the mentioned lot numbers (q150256419 and q150580179) were tested - no issues were found. The slider assembly machine maintenance records were reviewed. All maintenance activities were performed per requirements, no deviations. Based on the above, we could not reproduce the failure and identify the root cause for the customer complaint. From a patient safety perspective, all filterline components are designed to be larger than the inner diameter of the tracheostomy tube. Therefore the parts remaining at the tracheostomy tube opening would not be able to pass through the tube. This explanation was provided to the customer and no additional information was requested.